Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The cause of the peritonitis was unknown. On (B)(6) 2011, the patient received remedial treatment with injection fortum 250 mg ip for 14 days and injection vancomycin 1 g ip on the 1st day and 7th day, both of which had continued. At the time of this report, the patient had not yet been discharged from the hospital. The outcome for the event of peritonitis was unknown. Dianeal therapy was ongoing. The nurse reported that the peritonitis was unrelated to dianeal therapy.